Event description:
Consumer reported complaint that the true metrix meter had melted in the area where the test port is located. Wife is calling on behalf of the customer. The meter was being stored on the kitchen counter. Caller stated that nothing had been put near the meter, it was sitting on the counter at room temperature and had just started to melt. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Test strip lot information was not provided.

Manufacturer narrative:
Internal report reference number: (B)(4) meter was returned for evaluation. Product testing was performed and defect found on returned meter: unknown error: melted meter. Test strips were not returned for evaluation. Root cause: rc-076: mishandled by the end user. Note: manufacturer contacted customer in a follow-up call on 15-sep-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.